Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer was using cold fiasp insulin within the pump supplies. The insulin was replaced with novorapid to resolve the issue. Customer¿s blood glucose level was 360-451 mg/dl with high ketone levels of 82-83 mg/dl resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump, administered a manual injection and glucagon injection, consumed carbohydrates, and changed infusion set to address bg level. The customer was admitted to the emergency room (ER) and subsequently hospitalized. Customer was treated with intravenous saline and rapid-acting insulin. Customer was released from the hospital on (B)(6) 2022 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed and no issues were identified with the pump, cartridge, or infusion set in use at the time of the event.